Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2017, the patient had a left total knee replacement to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 were used during this procedure. On (B)(6) 2019 the patient had a revision to address pain and failed left total knee arthroplasty. The tibial tray was found to be loose at cement/implant interface. The femoral component and insert were revised with no deficiencies noted. Patella was not revised. Competitor components were implanted during this procedure including competitor cement x2. Doi: (B)(6) 2017. Dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 19 dec 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 jan 19. There are no anomalies associated with this lot.